Manufacturer narrative:
Product complaint # (B)(4). Patent identifier: (B)(6). This report is for an unk - screws: locking: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j sales representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a removal surgery of 2.7mm lcp l-plates, oblique left, 2 holes and unknown screws due to non-union on (B)(6) 2021. There was bone loss at the fracture side. The initial operation was a grossly open firework injury with fractures to the distal radius on (B)(6) 2020. A new 2.7 condylar plate was placed, and iliac crest bone graft was harvested and utilized. Procedure outcome is unknown. No patient consequences. This complaint involves (8) devices. This report is for (1) unk screws: locking. This report is 7 of 8 for (B)(4).